Manufacturer narrative:
The 8mm potts scissors instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have one blade bent at the tip. The bend point is located approximately 1.98mm from the tip of the blade. The blades cannot fully close as a result of the bending. Cut performance is negatively impacted due to the bending. Additionally, the instrument was found to have one blade broken at the tip. A piece approximately 0.41mm x 0.82mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause of bent blades is attributed to damage during use, as moderate misalignment of tips may result from attempting to grasp either hard tissue/objects or inadvertent collisions with other instruments. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause bending.

Event description:
It was reported that during central processing, the 8mm potts scissors instrument tip was broken and bent. There was no report of patient involvement.